Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Reportedly, the issue resolved.

Manufacturer narrative:
Additional information was received such d7 - date of explant. During processing of this complaint, attempts were made to obtain device serial number. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.